Event description:
It was reported that there was a patient injury and the patient spoke with someone yesterday. The patient had a fall about a month ago and maybe then 1 of their devices got loosened up. It was reported the patient¿s therapy was not working as well as before. Therapy stopped working following a fall. The patient was going to get their device checked, as something may have dislodged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va06102, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va06102, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).